Manufacturer narrative:
The returned fiber meets the bend radius specification. A review of the fiber assembly and power test record show that all fibers released as part of this lot met design specifications prior to release. There is no evidence that the fiber was damaged prior to use by the customer.

Event description:
Blue coating on end of distal tip of fiber came off in patient. Doctor did not retrieve, stated that the patient will pass tip. Fiber was intact.